Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the avc-x component was not operating properly. To resolve the issue, the technician reset the unit. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue custom room rack was stuck on a "please wait" screen. No report of injury.